Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and reported no hard failures were found. The patient disconnect alarm is a user alarm for when a line is disconnected from the circuit. After testing patient disconnect alarmed properly. The asp completed testing and verification before returning the device to clinical use. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed, reporting a patient disconnect alarm occurred on the v60 ventilator. Device usage was not reported. There was no report of harm. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and reported no further information was available at the time. Onsite service was requested.